Manufacturer narrative:
This report is being submitted as part of a retrospective review of placement signal issues, per FDA recommendation. The investigation of placement signal issue has been completed. The product was not returned for investigation. Data logs were reviewed, and the alarms were confirmed. Upon review of data logs and previous pump performance on the console, it is apparent that the console is the potential cause of the issue. Please refer to complaint#: (B)(4) for an investigation into the console.

Event description:
The complainant reported the use of an impella 5.5 pump for circulatory support. During support, the device generated ongoing 'placement signal not reliable' alarms. Pump position was confirmed to be correct. The audio alarms were disabled. There was no patient harm.